Manufacturer narrative:
Molde/serial number and additional lead information was updated.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was performed and the patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was performed and the patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was performed and the patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported. Further requests are being performed in order to inquire for the serial number of the lead, however, at this time, no additional information is available.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Reprograming of the device was performed and the patient will continue to be monitored. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that a re-analysis of this system impedance was requested. During the analysis it was observed that it exhibited noise on the right ventricular channel during an atrial tachy response (atr) event that occurred four years ago. This noise was not oversensed. Troubleshooting options were discussed. This device remains in service. No adverse patient effects were reported.